Event description:
According to the customer, during a tracheostomy procedure, the coated blade sparked to a muscle, starting it on fire. The surgeon tapped the flame out with his finger. No treatment was necessary. During testing at valleylab, the electrode failed high voltage breakdown testing.